Event description:
Customer reports her pump shut down unexpectedly at 35% battery life. The pump was plugged into a power source and after some time, the pump illuminated but remained completely white. Reportedly, this issue impacted the customer's bg level and so customer has been using multiple daily injections.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.